Event description:
It was reported that a message was received in the remote home monitoring system for this left ventricular (lv) lead indicating that the automatic threshold was detected as greater than the programmed amplitude or suspended. Loss of capture (loc) was noted on the presenting electrogram (egm). Further review was recommended. No further assistance was requested. No adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.